Manufacturer narrative:
D2b product code: dsk d4 unique identifier: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. D4 expiration date: 12/31/9999 (B)(6).

Event description:
It was reported that the contacts of the large screen of the device were poor. The avvigo plus mobile system was selected intravascular ultrasound (ivus) examination of target lesion. During the procedure, it was found the contacts of the large screen of the device was poor. Because of this, the procedure was not completed. There were no patient complications.